Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use, blood was noted in the gas tubing of the intra aortic balloon (iab) upon insertion. The balloon was not yet connected to the pump. It was removed and another balloon inserted with no problem. No harm to the patient occurred.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9. Corrected data: h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.